Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identifier (UDI). Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although the reported events were not device related, the IFU lists potential adverse events, including right heart failure, renal dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had increased shortness of breath and chronic kidney disease (ckd) and passed away due to right ventricular failure (rvf). It was reported that both the ckd and rvf were pre-existing to the patient's implant with the onset of the ckd being confirmed to be on (B)(6) 2020. The only treatment performed prior to the patient passing away was palliative care. The death was not considered to be device related and the device operated as expected.

Event description:
It was reported that the patient passed away due to right ventricular heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.